Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, long chare time alert was observed. It was recommended to running a capacitor maintenance in clinic and it was timed out. Patient received many inappropriate shocks for supraventricular tachycardia. It was recommended to replace the device. No further information is available.

Manufacturer narrative:
The reported event of charge time out was confirmed in the lab. Interrogation of the device revealed the device was at end of life when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the charge time out was due to low battery voltage and multiple consecutive charging events.

Event description:
New information received states that device was explanted and a new device was implanted. No further information is available.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the patient tolerated the procedure well and no complications were observed.